Event description:
The ventlator shut down in the first one hour and a half after switching on internal battery. The ventilator shut down within 5 to 7 seconds after 'low battery alarm' occurred. There was no pt involvement in the incident. Please note that there was no pt involvement and the problem was found during battery test at the hosp. It is unk whether battery was out of its lifetime.